Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. : placeholder.

Event description:
It was reported that the patient experienced mild superficial punctate keratitis (spk) 2+ injection and epithelial defects following laser vision correction surgery. Post ¿ operative information: 1 day, od: 5mm epithelial defect (ed), os: 5mm ed, visual acuity (va): od: 20/50 os: 20/70. 3 days, od: 1+ injection, mild superficial punctate keratitis (spk), os: 2+ injection, central 1x1 mm ed, visual acuity: od: 20/70- os: 20/100-. 6 days, visual acuity : od: 20/70 os: 20/60. 1 month 14 days, visual acuity: od: 20/30+ os: 20/25+.